Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. This product is not sold in the us. It may be similar to other product currently registered for sale in the us. Investigation is on going to determine which product is most similar. Additional information will be submitted upon completion of investigation.

Event description:
It was reported that while using panel phoenix nmic ID 208 no mic results were obtained by the laboratory personnel. A carbanp and mcim test were used to confirm the results. The customer stated erroneous results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation: this complaint is due to false susceptibility of meropenem when using phoenix panel nmic/ID-208 (448739) batch 0231102. No information on isolates, lab reports, product returns or isolates were provided for investigation. To investigate, a total of three (3) retention panels from the complaint batch were tested using various in house isolates and tested using a phoenix 100 instrument. One (1) panel was tested with an in house isolate of klebsiella pneumoniae 18015, one (1) panel was tested with an in house isolate of enter. Asburiae 18097 and one (1) panel was tested with an in house isolate of enter. Cloacae 21818. At the end of the run, all three (3) panels yielded mics >4 for resistant results for meropenem. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint for this batch, but not related to this defect. Complaint trending was performed and a trend was identified for this defect (low mic results) in april 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported that while using panel phoenix nmic ID 208 no mic results were obtained by the laboratory personnel. A carbanp and mcim test were used to confirm the results. The customer stated erroneous results were not reported out so there was no report of patient impact.